Manufacturer narrative:
The large clip applier instrument involved with this event has been returned and evaluated. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a derailed grip cable at the proximal end resulting in non-intuitive motion of the grips. It was determined that the clip applier is unique in that the instrument's wrist does not move smoothly when it is in a full, hard grip state. The jerking motion is an expected behavior if the instrument is removed while in the full, hard grip state. However, after a clip has been applied, the instrument tips should not be at full, hard grip state. It was determined that the issue may be related to user training. Isi clinical development engineering reviewed the video of the surgical procedure and was able to confirm the failure analysis finding; that the removal of the instrument while in a hard grip state is the root cause of the jerking motion. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the large clip applier instrument scratched the omentum. As a result, the patient experienced a little bit of bleeding. The surgeon reportedly controlled the bleeding by cauterizing with a laparoscopic bovie instrument. Furthermore, there is no indication that a malfunction of the large clip applier instrument occurred.

Event description:
It was reported that during a da vinci-assisted cystoprostatectomy, while removing the large clip applier instrument, the joint of the jaw was bent over 90 degree and the instrument was popped up. As a result of the reported instrument issue, the patient allegedly sustained a scratch on the omentum and experienced a little bit of bleeding. The surgeon reportedly did not experience any issues with applying clips with the instrument during the surgical procedure. On (B)(6) 2017, intuitive surgical, inc. (Isi) gathered additional information from the site regarding the reported event. The site indicated that the surgeon was able to use the large clip applier instrument without any issues up until the event occurred. While removing the large clip applier instrument, the instrument allegedly popped up and scratched the omentum. The patient experienced very little blood loss. The surgeon reportedly controlled the bleeding by cauterizing with a laparoscopic bovie device. The customer alleged that the instrument did not function as intended. It was confirmed that there was no blood transfusion administered to the patient. The planned surgical procedure was completed robotically and the patient was reported to be recovering well with no post-operative complications. The procedure was recorded on video and sent to isi for review.